Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted. Device remained implanted.

Event description:
Edwards received notification from our affiliate in the netherlands. As reported, this was a case of an implant of 26mm edwards sapien 3 ultra transcatheter heart valve, in aortic position by transfemoral approach. The valve was crimped successfully according to protocol. The valve was then implanted according to protocol. An immobile leaflet was seen during a tee check after placement, and it was confirmed by the ultrasound. This resulted in severe valvular insufficiency. There was no improvement after pigtail manipulation. Therefore, a 2nd 26 mm sapien 3 ultra valve was implanted with good result. The patient outcome was good.

Manufacturer narrative:
The device was not returned for evaluation as it was remained implanted. Therefore, a no product return engineering evaluation was performed. The provided imagery was reviewed and following observations were made by an edwards' proctor: mid- esophageal view rv inflow-outflow showed one (1) leaflet (arrow) was immobile. Mid-esophageal long axis and rv inflow-outflow view showing paravalvular leak. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints leaflet motion restricted and paravalvular leak were confirmed from imagery review. A review of the DHR, lot history and complaint history revealed no indication that a manufacturing non-conformance contributed to the complaint. Review of IFU/training manuals also revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, ''it was a case of an implant of 26mm edwards sapien 3 ultra transcatheter heart valve, in aortic position by transfemoral approach. The valve was crimped according to protocol. This has been checked by a second certified crimper. The valve was then placed according to protocol. An immobile leaflet was seen during a tee check after placement, and it was confirmed by the ultrasound, which could be causing valve regurgitation. No improvement after pigtail manipulation, a 2nd 26 mm sapien 3 ultra valve was implanted with good result, no pvl: no new conduction disorders''. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. Due to insufficient information, a definitive root cause was unable to be determined there are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet. Based on historical review of complaints, these events are typically a result of too ventricular deployment of the valve in combination with native leaflet overhang. Other potential contributing factors include: leaflet impingement in a highly calcified native valve, impingement of a leaflet due to the guide wire, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. This can result in a temporary decrease in the pressure gradient between the ventricle and the aorta, resulting in an inadequate pressure change to close the leaflets. In many instances this can be overcome with trouble shooting, which includes blood pressure recovery or support. Since the paravalvular leak was observed from the imagery, the paravalvular leak could reduce the central forward/back blood flow pressure, and lead to suboptimal leaflets coaptation resulting leaflet motion restricted. As such available information suggests that procedural factors (paravalvular leak) may have contributed to the complaint event. No labeling/IFU deficiencies were identified; therefore, no corrective or preventative action, nor product risk assessment (pra) is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.